Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cordis hakim 80-120 was reported to have a peripheral shunt insufficiency and was missing the lifting function of the valve. The function disorder was detected preoperatively with a capsule puncture and then it was tested intra operatively after removal of the system (no flow possible). A new cordis hakim 80-120 was implanted. The patient had immediate improvement of the brain pressure symptoms. The surgery was successful and complete wound healing is pending. There was no blood or tissue residue found in or around valve at removal. There was no cerebrospinal fluid (csf) - protein level done before the surgery, implantation and prior to explantation.